Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the pump had an intermittent power issue and the battery compartment was cracked. There was reportedly no damage to the battery cap and the battery cap¿s yellow o-ring was not visible at the time of the alleged power issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 08/25/2015 with the following findings: a review of the black box indicated reboots had occurred. Investigation revealed that the battery compartment was cracked in two places and the battery cap threads were stripped. The returned battery cap was unable to fully attach to the pump. Rebooting was duplicated with the returned battery cap. A test battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration test. No further power interruptions occurred with the test battery cap. The pump cover was removed and no internal defects were found. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.